Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the receiving process at stryker escs bv in venlo it was noticed that the product was received with a hair under the sealing foil of the product packaging.

Manufacturer narrative:
The reported incident that memoclip - monocortical staple 1.2-9-10 was alleged of issue s-67 (contamination of the device) could be confirmed since the returned device shows a hair sealed inside the packaging. Based on investigation, the root cause was attributed to a supplier related issue. The supplier medical group was responsible of packaging this device, therefore supplier has been contacted and (B)(4) has been opened. The complained products do not exceed the expected limits of the design (threshold within risk management file and no unanticipated hazard / harm). This is an isolated event (one piece out the lot) and no sterility barrier is compromised. No containment needed. If any further information is provided, the investigation report will be updated.

Event description:
During the receiving process at stryker escs bv in venlo it was noticed that the product was received with a hair under the sealing foil of the product packaging.